Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed when the issue happened, and procedure was completed by restarting the geometry automatically. A philips remote service engineer (rse) verified remotely and confirmed the geometry restarted twice. The rse discovered that the issue happened due to the etherate connection problem. To resolve the problem rse asked customer to disconnected and reconnected all etherate connectors. After the repairs, system returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the same azurion system. The device has no issue, procedure was completed as planned by restarting the geometry automatically. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry restarted twice. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint